Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for the investigation. But it could not duplicate the reported phenomenon. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. However based on DHR and thing which the light intensity and lighting of the subject device were stable, omsc surmised there was the possibility this phenomenon was attributed to a temporary boost error of the subject device igniter. Since there is no multiplicity, it might have been occurred due to accidental failure. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. Omsc checked the subject device. The exterior of the subject device had no abnormality. Omsc connected and operated the subject device with following the instruction manual. But it could not be duplicated the reported phenomenon. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the emergency lamp lit up when the subject device was turned on at the preparation for use. This phenomenon occurred three times in a row. After that the user turned off and on the subject device, the subject device was worked. The intended procedure was completed using the same set of equipment. The procedure was started a little late, however there was no patient injury associated with this report.